Manufacturer narrative:
The used company cartridge was not returned for evaluation. Four unopened company cartridges were returned in an opened 10-count carton. One of the unopened company cartridge samples was randomly pulled for evaluation. The unopened company cartridge was evaluated. The company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the dfu (directions for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. It cannot be determined if the lens was qualified as the diopter was not provided. A qualified handpiece was indicated. A non-qualified viscoelastic was indicated, the root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been 8 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material was adhered to the surface of the iol (intraocular lens) when the iol was inserted. The foreign material was aspirated and removed, and the surgery was completed without product replacement. The surgeon believed to be foreign material from the cartridge. Additional information has been requested.